Event description:
It was reported that during a left forearm access/fistula procedure, the pta balloon was difficult to retract and became stuck introducer sheath. The catheter and sheath were removed together as a single unit. Wire access was maintained, another sheath was inserted and another pta balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.